Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 4 months after the dental implant was installed in patient's mouth it was verified its non- osseointegration. A 32 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii and fenestration occurred during surgery.